Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the pump gave too much insulin because of a high bias cgm reading. No specific symptoms were reported but when a fingerstick was taken the cgm was reading 5.5 mmol/l and the blood glucose reading was 1.9 mmol/l. The patient went to the hospital for treatment but no specific treatment was reported. There was no documentation of further medical evaluation or intervention. It was not known how much time the patient spent at the hospital, but at the time of the report the patient was stable. The healthcare provider (hcp) was contacted to obtain more details regarding the event, but was unable to provide anymore information due to the event having happened a year ago. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.